Event description:
A voluntary medwatch was received from the FDA. Info indicates a pt experienced difficulties following bilateral lasik surgery. The report is for the left eye, the right eye is being submitted under MFR report # 1061857-2008-00169. This pt reports experiencing blurry vision, halos, starbursts and dry eyes 4 months following initial lasik surgery. The following year an enhancement was performed on the left eye to address residual myopia and regression. One year later, a second enhancement was performed on the left eye, this is to correct residual myopia and astigmatism. This pt stated these surgeries resulted in decentered ablations, irregular astigmatism, dry eyes, blurred vision, halos, starbursts and loss of contrast. No further info is available.

Manufacturer narrative:
Determination of root cause: assessment: a device eval could not be performed because no device identification info was provided. In addition, non-product factors could not be evaluated without pt's clinical records. The voluntary medwatch did identify multiple postoperative complications. Conclusion: with the limited info provided, a definitive root cause could not be identified.